Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.the single-use disposable cartridge can hold up to 300 units (3.0 ml) of insulin.

Event description:
It was reported that the cartridge was damaged at the septum, interrupting insulin delivery. Customer loaded a new cartridge to address the issue. Additionally, it was reported that the insulin gauge was inaccurate. Reportedly, the customer overfilled the cartridge. Tandem technical support informed customer not to overfill the cartridge per the tandem user guide. Customer loaded a new cartridge to resolve the issue. There was no adverse impact to the customer's blood glucose level.